Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use and a piece has fractured off. Device history record was reviewed and no discrepancies were found. The device has a potential field age of 8 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor pad fractured during impaction as part of a knee procedure. No adverse events have been reported as a result of the malfunction.